Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021.

Event description:
The customer reported the ventilator is not operating on battery. There is no patient involvement. The remote service engineer (rse) spoke with the customer who advised they had replaced the battery with a good known power supply and was unsure if it resolved the issue. The rse advised the customer to perform the battery test in the performance verification test. The rse advised to suspect needing to replace the battery. The customer has retired the ventilator.